Event description:
During cataract extraction with phacoemulsification and insertion of intraocular lens, envista lens (B)(4) trailing haptic was partially torn, lens cutter to md, lens removed, second envista lens (B)(4) inserted, noted that trailing haptic totally severed, lens also removed.